Manufacturer narrative:
Batch review performed on 12 october 2023: lot 1900395: (B)(4) items manufactured and released on 6-may-2019. Expiration date: 2024-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 6 weeks from the primary, the patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the insert (from 13 to 17 mm) and the surgery was completed successfully.